Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) has experienced swelling in an unspecified area, and device malposition. A revision procedure was scheduled approximately two months after implant, it is unknown if it was carried out. No additional information was provided.

Manufacturer narrative:
The lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) has experienced swelling in an unspecified area, and device malposition. A revision procedure was scheduled approximately two months after implant, it is unknown if it was carried out. No additional information was provided.